Event description:
It was reported the pump had air in line. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. The tampered seal label was missing and there were major scratches and cracks on lcd lens screen. During the functional testing, the reported issue was duplicated multiple times; this was due to a defective and inoperable air detector sensor. The root cause could not be determined. A manufacturing device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.